Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. There were several complaints identified against this lot; however, with various failure modes. There were no nonconforming reports confirmed in veeva to be associated. A preventative CAPA has been historically opened for the altis product line to investigate increased rates of mesh to suture or anchor to suture bond failures which is being reported in this complaint. Devices met specification prior to release. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, on tightening down the sling, the anchor head of sling [suture] broke. A new device was used to continue the procedure.